Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl 6.8 mcg/day 1000.0 mcg/ml via an implantable pump. It was reported that the catheter was replaced after the patient¿s managing physician reported that the catheter tip had migrated to the anterior intrathecal space and subsequently moved out of the intrathecal space, leading to reduced or absent therapy efficacy. The patient noted that she had done a lot of stretching recently and no further information what caused the issue. The patient's catheter was fully replaced todayand anchored securely.  The pump was set to minimum rate. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.